Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons of her infusion device respond intermittently. She noticed the issue 2-3 weeks ago and she switched to her backup infusion device. She stated that insulin has been spilled in the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.